Event description:
The refractive surgery was performed in 2000. Epithelial ingrowth and flap melt (left eye) led to lifting of the flap and removal of a portion of the flap in 2001. The right eye is fine. Current condition: left eye continuing to improve from pre-op v.a. Of 20/400 to 20/40. Info that the flap was lifted was received in 4/2001.